Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during investigation, there were multiple scratches on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 40 mg/dl with symptoms of unsteadiness, confusion, and a severe headache. The reporter stated that the patient visited the emergency room and was treated with food. The reporter stated that the pump¿s display screen had become scratched to the point where the patient could no longer safely read the screen. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.